Manufacturer narrative:
Investigation x-no sample returned x-review DHR *analysis and findings e-complaint (B)(4). *was the complaint confirmed? No "distribution history the complaint product was manufactured at csi on 29th november 2019. Manufacturing record review DHR (attached) was reviewed and no non-conformities, related to the complaint condition, were noted. No other complaints reported that relate to this lot number. Incoming inspection review incoming inspection record review not applicable to this product. Service history record service history not applicable for this product. Historical complaint review a review of the 2-year complaint history did not show similar reported complaint conditions. Product receipt the complaint product has not been returned to coopersurgical. Visual evaluation evaluation of the complaint product could not be completed as the complaint product has not been returned to coopersurgical. If the product should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Functional evaluation evaluation of the complaint product could not be completed as the complaint product has not been returned to coopersurgical. If the product should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Root cause root cause not applicable as the complaint condition was not confirmed." *correction and/or corrective action no other complaints reported that relate to this lot number. No further corrective action is necessary, as the complaint condition was not confirmed. No further training required at this time. *preventative action activity coopersurgical will continue to monitor this complaint condition for trends.

Event description:
Multiple reports on tips & pipette submitted by csi UK. Incident detail- they have had a lab infection. This is across multiple patients. They suspect that the most likely source is the gtl media from vl. This is based on one other report from a clinic (B)(6) knows. They need to however work through a process of elimination and will like to see if we have had any reports on the items listed, they are in common in the infected patients treatment cycles. I do not want to put proceed with a complaint as I do not see this as a complaint but an investigation, however, will take direction from you as to how it may best to capture the situation and also the specifics of the communication to the customer. Customer just wishes to know if any items from these lots have also been investigated for infection - no actual complaint here. Customer contact- (B)(6) laboratory manager (B)(6) 1216677-2021-00105 ez-squeeze & bulb 135 7-72-3135/20 e-complaint (B)(4)

Manufacturer narrative:
Coopersurgical, inc. Is currently investigating the condition reported.

Event description:
Multiple reports on tips & pipette submitted by csi (B)(4). Incident detail- they have had a lab infection. This is across multiple patients. They suspect that the most likely source is the gtl media from vl. This is based on one other report from a clinic (B)(6) knows. They need to however work through a process of elimination and will like to see if we have had any reports on the items listed, they are in common in the infected patients treatment cycles. I do not want to put proceed with a complaint as I do not see this as a complaint but an investigation, however, will take direction from you as to how it may best to capture the situation and also the specifics of the communication to the customer. Customer just wishes to know if any items from these lots have also been investigated for infection - no actual complaint here. Customer contact: (B)(6). Ez-squeeze & bulb 135 7-72-3135/20. E-complaint- (B)(4).